Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. There was no reported adverse impact to customer's blood glucose level.